Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 04-sep-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
It was reported that a nurse made a placement attempt with the cortrak unit but was experiencing difficulty. Another nurse attempt to place the tube blindly without the use of the cortrak unit. A x-ray was taken and it revealed that the tube was in the right lung with a small apical pneumothorax. It was noted that the difficulty with placement could be because of possible heterotaxy syndrome as the patient's stomach and spleen were both on the right side. The patient remained intubated with no other intervention required. Additional information received on 29-aug-2018 stated that the tube involved in the incident was the same tube that was initially attempted with the cortrak unit.